Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on (B)(6) 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was at the low end of the specifications and the motor ran erratically. The head and control bar had visible damage. All 4 width plates needed replaced. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the width plates, machined head, die cast lever, throttle hinge gasket, throttle hinge, screws, poppet, needle bearing, external e-ring, reciprocating arm, o-rings, poppet housing, bearing spacer, ball bearings, wave washer, eccentric shaft, planetary carrier, planetary gears, dowel pins, motor, swivel, internal retaining ring, spring seal, ball plunger, spring pin, vespel bearings, semi-circle bearings, adjustment cams, thickness control shaft, and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the width plates, machined head, die cast lever, throttle hinge gasket, throttle hinge, screws, poppet, needle bearing, external e-ring, reciprocating arm, o-rings, poppet housing, bearing spacer, ball bearings, wave washer, eccentric shaft, planetary carrier, planetary gears, dowel pins, motor, swivel, internal retaining ring, spring seal, ball plunger, spring pin, vespel bearings, semi-circle bearings, adjustment cams, thickness control shaft, and control bar were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was not working appropriately. It was discovered testing and there was no harm, no delay reported. The issue was that the motor sounded off at 100 psi. During the investigation, it was discovered that the motor speed was at the low end of the specifications and the motor ran erratically. No adverse events were reported as a result of this malfunction.